Event description:
A customer reported that historically negative cmv donor samples tested on the galileo resulted positive. She noticed a pinhole in most of the cell buttons in the well images.

Manufacturer narrative:
Review of images: on plate (B)(4), sample (B)(4) in well f3 rxn 47, sample (B)(4) in well a5 rxn 45 well f3 appeared to have a partial arc in the cell button with slight adherence, a5 well appeared to have a pinhole in the cell button with slight adherence. On plate (B)(4) sample (B)(4) in well f3 rxn 39, sample (B)(4) in well a5 rxn 36 f3 well appeared to have a partial arc in cell button with little to no red cell adherence, a5 well exhibited solid cell button negative reaction. Note: well-fill image in d1 well appeared to have a bubble. A service call was made: instrument was checked and found teflon on tips of reagent probe and sample probe #3 were worn out, black spot on reader lamp. Replaced reagent probe, #3 sample probe and reader lamp. Performed galileo unexpected reaction check list . Instrument tested and is operating within specifications.